Event description:
It was reported that the customer's doctor advised that the insulin pump might not have been working. It was stated that the customer's insulin pump may not have been receiving the blood glucose from the meter. It was stated that the customer would call back in order to troubleshoot the issue and see if the insulin pump needed to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.